Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue of "the main unit was connected, but the image did not appear. Can be used when connected to other scope was able to be reproduced. Evaluation noted during testing the ID cannot be read, an error b30 displayed. In addition, chip on a-rubber was observed. Evaluation findings confirmed the reported customer issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the main unit is connected, but the image is not displayed. Can be used when connected to other scope". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.